Event description:
A malfunction 16-0x20e6 was reported. The customer declined to confirm whether the issue caused their blood glucose level to exceed 500 mg/dl. Consequently, there was no information available regarding any adverse impact on the blood glucose level. The corrective action involved replacing the pump, which was confirmed to be still under warranty. The customer was informed about the replacement and instructed to adopt multiple daily injections (mdis) as a backup for insulin delivery. Additionally, cts confirmed the customer's shipping address and advised allowing the battery to deplete before sending the problematic pump back to tandem.